Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.

Manufacturer narrative:
The reported issue that the et co2 module dimmed led segment issue could not be confirmed; no product was returned for investigation.